Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres for 3-4 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.